Event description:
New information received notes the system was explanted.

Event description:
It was reported that the patient presented in the hospital after receiving a shock. Seven aborted charges were observed due to possible output circuit damage. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The output anomaly observed in the field was confirmed in the laboratory. Analysis found high current in the hybrid due to anomalous component. The high voltage output circuit was damaged. The cause of the damage, however, was undetermined. The reported inappropriate therapy was not confirmed in the laboratory. A review of stored electrograms did not record any inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.